Event description:
It has been reported to philips that the device restarted on its own during a patient use event and failed to monitor the patient for approximately 5 minutes. After that, a message about failure monitoring appeared, then the device began to monitor again. No known consequences or impact to the patient.

Manufacturer narrative:
Updated evaluation method grid and component grid originally reported MFR report number 3003832357-2023-00228.